Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation reported as rupture. Device evaluation: the device related to the reported event of rupture, pain, capsular contracture and creases/folding of implant was received on june 11, 2019 with lot number 1742672. Visual analysis of the returned device identified: one extended opening. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening in the shell with sharp edge with stress marks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the shell with stress marks due to surgical impact opening. No were observed creases on the device or issues related with the complaint.. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade ii. Device has been explanted.